Manufacturer narrative:
(B)(4).

Event description:
It was reported that an eri alert was triggered despite the battery voltage was not at eri level. Reprogramming and remeasurement was performed. The patient's condition is fine.